Event description:
Surgeon reports a broken I. M. Nail and states the cause to be nonunion which was untreated because the pt did not return for follow up. Surgery required to exchange broken nail and repair the nonunion. No indication of product defect.